Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise. The noise was reproducible with provocative maneuvers in clinic. Technical services (ts) analyzed device episode data and observed that the oversensing resulted in pacing inhibition. Revision was recommended because this patient is dependent on pacing. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of shock impedance high was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable.

Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of noise. The noise was reproducible with provocative maneuvers in clinic. Technical services (ts) analyzed device episode data and observed that the oversensing resulted in pacing inhibition. Revision was recommended because this patient is dependent on pacing. No adverse patient effects were reported. Currently, this crt-d system remains in service.